Event description:
Reference number (B)(4). Event occurred in germany. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced inflammation at the infusion site and treated with antibiotics. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.